Event description:
Hemodialysis initiated with no heparin administered. Five min into hemodialysis, pt became unresponsive. Blood was returned via rinseback procedure with 1000 ml of normal saline. Oxygen administered via nasal cannula at 3 l/min. Remained unconscious for approx 10 min; regained some level of consciousness before leaving the unit. Pt was transported in stable condition to emergency room. Upon arrival at ER, she was alert and cooperative. EKG indicated normal sinus rhythm with pacs. Transferred to telemetry as outpatient observation status in stable condition. Admitting diagnosis was syncope with hypotension and renal failure. Remained in hospital for four days.

Manufacturer narrative:
No further info about the device involved in the event could be obtained from the facility. An investigation could not be performed and therefore, the case is considered closed. The incidence of such events will be monitored.